Event description:
The pt claimed that the down arrow button is sticking and is not clicking/spring back as normal. The other buttons on the pump are reportedly working. The pt stated the pump has not been exposed to moisture and the rubber keypad is intact.

Manufacturer narrative:
The pump has not been returned to animas for eval. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.